Manufacturer narrative:
Subject device has not been removed from the patient. No investigation could be performed, no conclusion could be made as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
During a 2 month followup exam, one of four 5.5mm screws implanted in an atb plate at l4-l5, was noted on x-ray to have loosened and backed out about 5mm. Screw currently remains in the patient.